Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, active current measurement, self test, and the dat test at 0.0870 inches. However the pump failed sleep current measurement due to moisture damage¿on the pcba 1. Successfully downloaded history files and traces using thus. Unexpected error message was not found during testing.¿pump was cut open to perform visual inspection and found¿evidence of moisture damage¿on the pcba 1. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay and stained serial number label. Unexpected error message was not confirmed. Unexpected battery power loss was confirmed due to moisture damage at pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error alarm.  The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued to use the device, mmt-1780kpk was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this follow up report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.